Event description:
Distal end of the tubing disconnected from the main line. Blood splattered on the ceiling. No report of harm or injury. Customer reported this has happened three times with this batch of tubing. This is report 1 of 3 for this event. Reference: 1721504-2010-00072, 1721504-2010-00073.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found two similar complaints for this lot number that are associated with this event. The root cause of the malfunction is attributed to failure of the adhesive bond between the rotator housing and the rotator collar. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed, complaint database was reviewed.